Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display problem, with calibration with the touch pen. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the touch screen had a calibration issue with the touch pen, the touch screen was out of calibration and there was a 1 centimeter offset between the stylus and the cursor. It was additionally noted that the keyboard was damaged (the space bar was ripped off), both lower bullets were missing, errors were found in the update history and the printer was noisy. The touch screen connector was cleaned and reseated, the touch screen parameters were set, both lower bullets were replaced, the touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned.